Manufacturer narrative:
Evaluation of the returned device confirmed that the distal tip/marker band was not present on device. Based on the findings, the catheter tip may have been partially separated during the removal of the device from the package prior to use. This can occur when the user does not properly remove the device from the tip protector. The label on the device tray provides instructions/diagrams regarding the proper removal of the tip from the tip protector. (B)(4).

Event description:
It was reported that during procedure, the physician noticed one marker was missing from the catheter. No patient injury reported.